Event description:
It was reported that during implant, the physician was unable to obtain good parameters. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.